Event description:
It was reported that the customer experienced low blood glucose of 35 and 50 mg/dl and the insulin pump failed to alarm. Customer unsure if the cannula was bent on the sensor or infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.